Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Concomitant medical products: phaseal connector, c45, ref (B)(4), lot 1704101, MFR bd; cytarabine, MFR unk; unspec secondary tubing set, MFR unk.

Event description:
The event involved a plumset where the ¿plunger¿ of the blue clave was pushed all the way down and a leak of cytarabine was noted. The chemo did not come into contact with the patient or healthcare provider and the chemo spill cleaned up per facility protocol. There was no blood loss or bleed back. The tubing was replaced and therapy resumed; the drug had to be remixed and replaced due to the amount of the spill. There were no holes, cuts, tears or any defects noted. The tubing was set up with the chemo bag and the secondary tubing connected using the phaseal connector. There was patient involvement and there was no adverse event.